Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products: kne-oss-femorals-unk/unk; kne-oss-tibial trays-unk; kne-oss-bearings-unk.

Event description:
It was reported by 411 group the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about surgical techniques.